Event description:
New information received notes that the patient experienced non-sustained ventricular tachycardia episode and palpitations; it was noted that noise was observed on the right ventricular lead, true lead noise was suspected. On (B)(6) 2017 the lead was capped and replaced. No further information was reported.

Event description:
It was reported that the patient presented remotely via merlin.net transmission; it was noted that the patient had previously experienced a fall. Upon review, elevated thresholds and noise were noted on the right ventricular lead. It was discussed that a chest x-ray and programming modifications be performed. No intervention was reported. The patient would continue to be monitored.